Event description:
Pt called lfs in 2003 alleging the meter would only prompt an error 4 message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. Pt was able to test on another meter and obtained a result of 70-80 mg/dl. The pt did contact the physician for advice but was unable or unwilling to describe treatment, if any. The issue was not resolved with troubleshooting. No further information has been reported.